Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for this lens with any of the qualified lens/cartridge combinations. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implant (iol) procedure, the rear haptic does not enter and under a microscope and haptic found to be loose inside the lens cartridge. The physician reverses the injector, cut the lens with scissors inside the chamber and removes it from the patient. There are no surgical complications in the patient, another lens is requested and installed.